Manufacturer narrative:
(B)(4). The wire was shipped to volcano. Prior to investigation decontamination noticed the tip coil was stretched, the sensor was broken with the distal portion missing. It was reported the wire was inspected prior to use and no damage was observed. No resistance was felt during the procedure, nor was the device stuck in the lesion or any device. The physician tried crossing the lesion but the system displayed the connection error. The rca mid-lesions and ostium were very angled; they observed 90% occlusion and very short lesions. The case was completed with no complications. There was no patient injury and no additional intervention was required. Post-procedure, no protruding parts were observed. Review of the IFU contraindications specifies, "this guide wire is not intended for use in crossing a total vessel occlusion." (B)(6). This case was reviewed and investigated according to volcano policy. During the post-decontamination visual and microscopic inspections, it was observed the wire had bends located at 18mm, 27mm, 74mm, 82mm, and 140mm from the proximal end. Various bends and kinks were present along the hypotube. Both the middle and distal conductive band solder joints were faintly discolored. Dome was slightly scratched up and discolored. Distal coil was curved and kinked. A 2mm stretch in the distal coil adjacent to the pressure sensor was observed starting at 28mm from the distal end. A bend located at 32mm from the distal end was also observed. The distal portion of the pressure sensor including the diaphragm was missing from the sensor housing. Pressure sensor housing was discolored and residue was present. An electrical resistance test was performed to find any failures in the electrical circuit of the device and the test discovered open connections towards the pressure sensor housing. The device was connected to both a combomap and an s5x for a functional test. Both systems detected the connector; an "attach wire to connector" message remained even after reconnecting the wire multiple times for both systems. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, one other complaint was reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
The wire was prepared as per the instructions for use (IFU) and was connected to the system. During the procedure when trying to cross the lesion an error message "attach wire to connector" was displayed. The wire was disconnected and reconnected, but the problem remained. The physician decided to use another volcano wire and was able to complete the procedure. The patient's condition was reported as good and was discharged as expected. All reasonably known patient information is included in this report.